Event description:
It was reported that the insulin gauge displayed a different amount than expected, with the pump showing zero units instead of the customer's expected 200 units. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by removing the pump from their body, and a malfunction occurred while it was off. Technical support was advised to create a new case for the issue. Cts to replace pump. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.